Event description:
It was reported that during an unk procedure, the device was smoking. No other info can be recalled. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned with the tissue pad missing. The device was tested on a generator and found to be functional; no smoking issues or anomalies were noted while testing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue.